Manufacturer narrative:
The device was returned for evaluation and the customer allegation was confirmed. It was noted that the adhesive around the objective lens, adhesive on the bending section rubber, switch box and the connecting tube had foreign objects. It was noted that the scope cylinder ad no color and the plug unit was damaged. It was also noted that the light guide lens had corrosion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the evis exera iii gastrointestinal videoscope had chemical residues on the device. The issue was found during preparation for use. There were no issues noted during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient reprocessing, even though the customer stated the reprocessing steps at the material residue points were not deviated from the instruction manual. However, the definitive root cause was unable to be determined. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states that detection method in gif-h185 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-h185 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.